Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was initially receiving 5 mg/ml of morphine at 0.402 mg/day and then 10 mg/ml of morphine at 0.5 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient¿s pump had flipped. The pump had been re-positioned in the pocket correctly. All of the drug in the patient¿s catheter was aspirated via the cap and the patient¿s drug concentration and dosage was increased. According to the rep, everything looked fine with the existing catheter. Following the pump revision, the patient reported a burning sensation at the pump site. The manufacturer representative reported that the physician's office was the person who contacted him regarding the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was initially receiving 5 mg/ml of morphine at 0.402 mg/day and then 10 mg/ml of morphine at 0.5 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient¿s pump had flipped. The pump had been re-positioned in the pocket correctly. All of the drug in the patient¿s catheter was aspirated via the cap and the patient¿s drug concentration and dosage was increased. According to the rep, everything looked fine with the existing catheter. Following the pump revision, the patient reported a burning sensation at the pump site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.